Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082439) on 28-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("excess bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included anilides and ibuprofen. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dry mouth ("dry mouth syndrome"). The patient was treated with surgery (will be performing hysterotomy). At the time of the report, the pelvic pain, genital haemorrhage and dry mouth outcome was unknown. The reporter provided no causality assessment for dry mouth, genital haemorrhage and pelvic pain with essure. The reporter commented: discrepancy noted essure insertion date: an injury (disability/permanent damage, was mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.